Event description:
Premature detachment: this unknown patient was undergoing coil embolization of a 6x5mm pcom aneurysm. After placing three coils in the aneurysm successfully, the physician started to implant the fourth coil via microcatheter, but he found it was difficult to advance the coil. He then changed to a new coil, but it was still difficult to advance the coil, as resistance was felt in the middle of microcatheter. The coil was then withdrawn, but it was found to be detached inside the microcatheter. The entire system was then withdrawn, and the microcatheter and coil exchanged for a new ones to successfully complete the procedure. There was no report of patient injury.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. This is one of two products used during the same procedural setting. Please reference MFR report #: 1058196-2011-00366.

Manufacturer narrative:
During an aneurysm coil embolization procedure after successful placement of three coils there was difficulty advancing two 3x6 trufill dcs orbit mini complex fill coil ((B)(4) lot 15069106 followed by lot 15204573) through a prowler 14 microcatheter. The first coil 3x6 coil was removed intact, still attached to the delivery system, from the microcatheter. The second coil was noted to be detached in the microcatheter when it was withdrawn. The microcatheter and coil were removed as a unit. Analysis of the coil that was removed intact found the coil was stretched. There was no patient injury. A new microcatheter was used with a new coil and the procedure was successfully completed. The procedure was embolization of a 6x5 posterior communicating artery (pcom) aneurysm. A non-sterile prowler 14 microcatheter was received coiled inside a plastic bag. The microcatheter presented with a compress/flat section. The hub presented with dry blood residuals. No other anomalies were observed on the received unit. The microcatheter was inspected under microscope and the compress/flat section was confirmed. A lab sample guidewire was used to perform the functional analysis. The guidewire was able to go through the microcatheter until resistance/friction was felt on the compress/flat section. The guidewire was introduced from the distal end and was able to go through the microcatheter until the compress/flat section. The microcatheter was cut on the compress/flat section and an embolic coil was found exposed. After the embolic coil was removed, the lab sample guidewire was able to go through the microcatheter from the proximal end until the cut section without any obstruction. The ID from the microcatheter was measured and was found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported difficulty introducing a device through the microcatheter was confirmed. With analysis, the difficulty was initially due to the embolic coil found in the microcatheter which was located at a compressed section. Based on this it appears that the coil advancement was impeded by the compressed area of the microcatheter. The cause of the compress/flat section found on the device could not be conclusively determined; however because prior to the events, three coils were successfully advanced through the microcatheter, there is no evidence of a relationship to the manufacturing process. Procedural factors, possibly including vessel characteristics, device manipulation, appear to have contributed to the microcatheter damages resulting in the coil insertion difficulties. Additionally based on the residues of dried blood in the concomitant coil introducer, it is possible that inadequate maintenance of a continuous flush as outlined in the instructions for use may have contributed. Neither the analysis nor the DHR suggest that the reported events are related to the manufacturing process; therefore no corrective actions will be taken at this time.